Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on a review of available information it is unclear what level of damage occurred to the coil. An assignable cause of undeterminable will be assigned to the as reported event of main coil broken/fractured during use as the review and analysis of available information failed to identify a definitive cause.

Event description:
It was reported that during the procedure, the subject coil was used at the twelfth coil. While being pushed and pulled to fold it in the subject coil tore during use. The procedure was successfully completed without clinical consequences to the patient. No further information is available.

Event description:
It was reported that during the procedure, the subject coil was used at the twelfth coil. While being pushed and pulled to fold it in the subject coil tore during use. The procedure was successfully completed without clinical consequences to the patient. No further information is available.